Event description:
It was reported that the customer tripped and fell causing the pump touchscreen to crack and become non-responsive. Customer's blood glucose was 82 mg/dl and reverted to using another pump for insulin therapy.